Manufacturer narrative:
Product event summary: the balloon catheter afapro28 with lot 04147 was returned and analyzed. Visual inspection of the balloon catheter observed a breach, and a kink/twist on the guide wire lumen. External visual inspection of the balloon, shaft, and handle segments showed the balloon catheter was stuck inside the sheath and pushed the balloon segment out of the shaft. The balloon catheter was retracted by inflation and deflation with a syringe when the push button was in the forward position. External visual inspection of the balloon segment showed blood/fluid inside the balloon, and the blood was observed inside the inner balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for six applications on the reported event date. During functional testing, the console terminated the application and triggered system notice 50005 (indicating that the safety system has detected fluid in the catheter and stopped the injection). During pressure testing and dissection of the balloon segment, no anomalies were identified. Both balloons and bonding were intact. During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach was observed 0.97 inches proximal to the catheter tip. The guide wire lumen was also twisted on the shaft s egment, and all eight mapping catheter electrodes were found in the guide wire lumen. The kinked and twisted guide wire lumen prevented retraction of the mapping catheter because it was torn. No anomalies were identified during the inspection and/or pressure testing of the handle segment. The guidewire lumen, and pressure sensor tube were intact. There were no traces of blood inside the handle. In conclusion, the balloon catheter failed the returned product inspection due to a breach and a kink/twist on the guide wire lumen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, while trying to cannulate the right inferior pulmonary vein (ripv) the sheath had difficulty maneuvering with the mapping catheter and balloon catheter. Additionally, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The system was removed from the patient. The case was completed with radiofrequency. No patient complications have been reported as a result of this event.